Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified lesion in the proximal iliac artery. An 8x39mm otw omni elite stent was deployed without issues; however, there was difficulty removing the balloon catheter. The balloon was deflated several times and on fluoro the balloon looked fully deflated, but the distal portion of the balloon could not get through the sheath during removal. The guide wire, sheath, and balloon catheter were removed as a unit and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported difficulty was confirmed. It may be possible that the balloon profile became compromised after the inflation and stent deployment and during removal which resulted in the difficulty retracting the balloon back into the introducer sheath; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.